Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and cracked reservoir tube noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. No moisture damage noted on the electronic assembly.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that they wear the insulin pump in their bra and the insulin pump may have been exposed to ice water. Customer's blood glucose reading at the time of the call was 309 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.